Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an unspecified vein through a 5fr non bsc introducer sheath. The 75% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified unspecified forearm vessel. Then a 8.0mmx40mmx40cm sterling¿ balloon catheter was advanced to the lesion for dilation. The balloon was inflated however it ruptured at an unknown atmosphere on the first inflation. The device was completely removed from the patient. The procedure was completed without issue using a non bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.    (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).